Manufacturer narrative:
The insulin pump was received with blank display due to battery connector not plugged in properly. The insulin pump was also received with scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to switch the insulin pump on. The insulin pump will be returned for analysis.